Event description:
It was reported the PICC is removed from the patient due to apparent obstruction. It does not offer resistance to removal. Only the distal part comes out, leaving a piece of the catheter inside the patient's vein. The piece that comes out is clean and as can be seen in the attached photograph. The distal part of the catheter remaining inside the patient had to be removed by interventional vascular radiology. It could be done successfully and no piece of the catheter was left inside the patient's body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported the PICC is removed from the patient due to apparent obstruction. It does not offer resistance to removal. Only the distal part comes out, leaving a piece of the catheter inside the patient's vein. The piece that comes out is clean and as can be seen in the attached photograph. The distal part of the catheter remaining inside the patient had to be removed by interventional vascular radiology. It could be done successfully and no piece of the catheter was left inside the patient's body.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use related. One 4 fr s/l powerpicc was returned for evaluation. An initial visual observation showed use residues throughout the returned sample. A complete break was observed between the 5 cm and 6 cm depth marker. A tactile evaluation of the returned catheter revealed slight tensile weakness along the catheter shaft. A microscopic observation revealed the break site to have an elliptical shape. The break site had a granular fracture surface. One side of the break site appeared to have sharp, jagged fracture edges while the other side of the break site appeared to have smooth, rounded edges with some ¿c¿ shaped impressions leading into the fracture. Two small, longitudinal fractures were observed at the corners of the break site. The break site contained characteristics associated with flexural fatigue, or cyclic kinking of the catheter with some tensile weakness suggesting a pulling force exhibited along the fracture site may have assisted in contribution to the failure. A review of the manufacture quality and inspection records for the implicated product batch likewise indicated no potentially related issues related to product manufacture, assembly, and packaging. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings in section h:11.